Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 4 involved in this peritonitis event.

Event description:
This is a report by a home patient (hp) with supplemental information from a peritoneal dialysis nurse (pdn) from (B)(4) of peritonitis and break in aseptic technique. Initially, the hp called baxter technical service (ts) to report "a check your position", alarm on his homechoice device. At the time of the initial call, the solution was provided to the hp by the ts representative over the phone. During a follow up call to the patient by baxter product surveillance to follow up on the alarm, the hp stated he was recently hospitalized for peritonitis and has since fully recovered. On (B)(6) 2011, product surveillance followed up with the patient's pdn. The pdn confirmed the report of peritonitis and stated it was coincident with dianeal pd4 2.5 local ambuflex therapy. The pdn stated the most likely cause was a break in aseptic technique. On an unreported date, the patient began treatment with dianeal pd4 2.5 local ambuflex (dose, frequency and lot number not reported) intraperitoneally (ip) for automated peritoneal dialysis (apd). On an unreported date in (B)(6) 2011, the patient was diagnosed with bacterial peritonitis and was hospitalized. The pdn did not know the dates of the hospitalization but stated "it was last week and the patient is no longer in the hospital." On an unreported date, the patient began remedial therapy with ancef (dose, frequency, and route not reported). On an unreported date, the patient was retrained in aseptic technique. At the time of this report, dianeal pd4 ambuflex therapy was ongoing and the patient had recovered from the event of bacterial peritonitis. Concomitant medications were not reported. The nurse considered the event of peritonitis to be due to a break in aseptic technique and unrelated to dianeal pd4 ambuflex therapy. The nurse did not provide an assessment of causality for the event of break in aseptic technique.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers h10k29039, h11b07024, h11d12038 with no defects noted. The cause of the peritonitis was determined to be poor aseptic technique. Instructions related to the reported problem are contained in the product labeling. The instructions are easily accessible by the patient. The instructions are accurate and sufficient. No issues were identified with the product labeling that would contribute to the reported problem. This issue is being investigated through CAPA.